Event description:
Patient presented to the physician with a portion of the stimulation lead body eroded through the skin at the neck incision site. Physician brought the patient into the or, opened the neck incision, removed excess tissue, created a deeper pocket, flushed the area with betadine and antibiotic solution, placed the stimulation lead, re-sutured, and closed.

Event description:
Patient presented back to the physician with superficial migration of the stimulation lead at the neck incision site, posing a risk of erosion. Physician brought the patient into the operating room, repositioned the stimulation lead beneath the muscle, placed an alloderm graft over the site, re-sutured, and closed the neck incision.